Manufacturer narrative:
(B)(4). Date sent to the FDA: 6/28/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h3 investigation summary: it was received to ethicon inc an empty opened foil, a labeled winding former and a dispensed needle-suture of product code z494g. In order to evaluate the returned sample, no foreign matter or hair could be observed on the foil or needle/suture, the paper lid, was removed of winding former and no hair was noted. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device batch number ramlbk, and no non-conformance's were identified. Additional information was requested and the following information was obtained: event date? No further information is available. Device return status/follow up we regularly contact with sales rep about the device returning. No further information will be provided. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported by a sales rep that, during an unknown plastic surgery, it was found that there had been a hair in the tray. It was noticed before use. Further details are not provided from the hp. There were no adverse consequences to the patient. Affiliate reference number is (B)(4).